Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. X-rays were provided and reviewed by a health care professional. Review found periprosthetic fracture of the proximal right femur resulting in loosening of the femoral implant and malalignment with moderate fracture angulation. Bone quality is osteopenic and there is post-operative lucency within the proximal femur. Medical records were not provided. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 178560 cps short anchor plug 18mm lot# 331790. MDR: 0001825034-2021-00942. 178512 cps nut co-cr-mo alloy lot# 987810. MDR: 0001825034-2021-00943. 178366 cps sm sht spdl w pins 600lbf lot# 625680. MDR: 0001825034-2021-00945. 178542 cps centering sleeve 20mm lot# 558170. MDR: 0001825034-2021-00946. 150468 oss 11cm diaphyseal segment lot# 699180. MDR: 0001825034-2021-00947. 178711 cps/oss 5cm tpr adapt w/oss sc lot# 795110. MDR: 0001825034-2021-00948.

Event description:
It was reported that a patient was implanted with the oss system. The patient was revised on approximately 5 months post procedure due to a fracture of the bone around and above an oss short compress anchor plug. The patient underwent revision surgery and due to remaining bone stock, had to be revised with an im total femur. Patient had thinning of cortical wall due to antibiotic spacer while custom oss femur was created